Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. The labeling was reviewed and found to contain sufficient instructions regarding post-operative instructions and complications. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a pedicle screw, which pulled out of the bone post-operatively. The screw was located at the top of the construct and it was removed and replaced with an alternative screw. Additionally, the construct was extended one level higher. It is not known if the patient had some sort of traumatic event which would have contributed to this event. No additional information is available.